Manufacturer narrative:
Zoll has received the autopulse platform, however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4) displayed "system error, out of service, revert to manual CPR" error message during power on was confirmed during functional test and archive data review. The probable cause of the system error was due to a depleted backup battery on the random access memory(ram) as a result of an aging device. The autopulse platform was manufactured in march 2006 and it is 13 years old, well beyond its expected serviceable life of 5 years. There was no physical damage was observed on the returned autopulse platform. During archive data review, error ua136 (invalid parameters block) was observed on the reported event date, thus confirming the reported complaint. To remedy "system error, out of service, revert to manual CPR" error message, the processor board must be replaced. However, customer is undecided with service repair at this time and considering of purchasing a newer version autopulse platform. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).